Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having problems with his sensor and his blood glucose was around 400 mg/dl late in the evening. Customer stated that he had calibration errors, replace sensor, change sensor, and lost sensor alarms. Customer was advised to change the site and was offered a replacement for the sensor. Customer's blood glucose was 251 mg/dl during the time of the calibration error and change sensor alarms. Customer declined troubleshooting for the lost sensor alarm since the sensor was removed.